Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka, a part of a journey dcf ap fem cut blk 9 broke off. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.